Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- impact code: 4625- yag laser iridotomy was performed h6- health effect- clinical code: 4581- significant reduction of endothelial cells count. H11- manufacturer narrative: additional yag iridotomy is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of endothelial cells count. Addition of new pi and status post yag laser iridotomy was performed. The lens remains implanted. Reportedly, "patient is expected for follow up this(B)(6)". The cause of the event was reported as the device. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: d4.- model#: 'vticm5_13.2' should be removed and 'vticmo13.2' should be added. Claim# (B)(4).